Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had sticky buttons. The customer¿s blood glucose was unknown. Customer stated that the insulin pump had motor error alarm with no insulin delivery alarms. The customer stated that the insulin pump was rejecting new batteries. The insulin pump¿s plastic chipping off when changing the reservoir. The insulin pump will not be returned for analysis.